Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported atrial perforation, cardiac tamponade, and heart failure cannot be determined. However, atrial perforation, cardiac tamponade, and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clips remains in patient. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: continuous direct left atrial pressure intraprocedural measurement predicts clinical response following mitraclip therapy.

Event description:
This is filed to report atrial perforation, cardiac tamponade requiring percutaneous intervention, heart failure requiring re-hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to atrial perforation, cardiac tamponade requiring percutaneous intervention, heart failure requiring re-hospitalization. Details are listed in the article, titled continuous direct left atrial pressure intraprocedural measurement predicts clinical response following mitraclip therapy. No additional information was provided.